Event description:
It was reported that a malfunction occurred in the customer's tandem pump, identified as malfunction 199. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.